Event description:
A report was received that during the permanent lead placement procedure a csf leak was noted. The physician removed the lead and attempted to place the lead again but a second csf leak was noted. The lead was removed, the procedure was aborted, and a blood patch was performed. The patient was hospitalized for 3 days.